Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Update to section h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer was unable to identify an abnormality associated with the subject device.

Manufacturer narrative:
In troubleshooting the reported problem via the phone with olympus technical support, the reporter indicated that the issue was resolved upon removing the maj-1430 scope connector after technical support directed the reporter to remove the cable. Technical support advised the customer that, when using olympus 190 series scopes, the maj-1430 scope connector should be disconnected.

Event description:
A user facility reported to olympus that a b-30, scope communication error occurred when using the cv-190 with olympus series 190 scopes. There was no patient injury or harm, associated with the problem, reported to olympus.